Event description:
During the index procedure, the patient had an endeavor sprint drug eluting stent implanted in the lad. Seven days later, the patient underwent a staged procedure with 2 endeavor sprint stents being implanted into the cx. An angiographic complication of dissection occurred during this staged procedure.

Manufacturer narrative:
(B)(4).